Event description:
Follow up information identified the patient underwent surgical intervention to electively remove the ipg and the leads were cut and left implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from the same lot. It was reported, the patient is experiencing ineffective stimulation and auto-reducing. The sjm representative met with the patient and was able to reprogram around the impedances. Follow up information identified the patient is no longer receiving stimulation unless he turns his head to the right. Surgical intervention is pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.